Event description:
It was reported, that during an unspecified procedure, a stent suture broke. A guide wire was introduced into the esophagus and the scope was removed. The ultraflex esophageal stent stent was being advanced along the guide wire, when it started to release. The suture was pulled approximately 1-2cm, resistance was encountered and the suture tore. The entire device was removed from the patient and the procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.